Event description:
The account stated that the siderails were not latching, were difficult to open, and right head siderail was hanging loose.

Manufacturer narrative:
The tech found the right head siderail arm assembly was broken and the latching assemblies for the other siderails were very weak. He replaced the right head siderail arm assembly and installed inline spring kits on the three remaining siderails to repair the bed.